Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that contacted the doctor who manages their device about the issue on (B)(6) 2026. The most likely cause of the issue was due to a dead battery. Patient will have a replacement on (B)(6) 2026. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the caller reported the patient was about to go in for hip replacement surgery but they could not get the ins to turn off. The caller stated that they kept getting the 'device not responding' message. The caller said they had been trying to connect to the ins for the past hour. The caller mentioned that the patient last connected to the ins about a month ago, but they hadn't tried to connect to the ins again until today. Agent had the caller close out of all running applications, re-open the my therapy app, and try again but they continued to get the 'device not responding' message. The caller repositioned the communicator and confirmed it was in the optimal position against the ins, but continued to get the same message. Agent reviewed that there could be emi in the hospital that was interfering with the telemetry and advised the caller to try connecting to the ins in a different room, but the caller had to disconnect the call because the patient was being called in for surgery. Agent documented reported event.